Event description:
It was reported that a patient who is subject to a vns study had presented a generalized tonic-clonic seizure a day after the vns settings were modified. The event started on (B)(6) 2014 and resolved on the same date. The severity of the event was moderate. It was reported that the event was not related to implant but possibly related to vns stimulation. The treatment was modified. The event was not indicated as a serious adverse event. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.